Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed full height (fh) cubie drawer that was not opening. A field service engineer (fse) ran hardware test application (hta) and tested the drawer. There the drawer does not open and showed open in hta. So, the fse removed the drawer and checked inseparable latch, there the magnet was missing from latch. Further, the fse removed and replaced the inseparable latch and reinstalled in station and on reboot, drawer was operational and recovered. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.